Event description:
It was reported that at the beginning of a lap cholecystectomy, the device jammed and would not open. The clips were dropping, and they pulled off the tissue. A like device was used to complete the case. There were no pt consequences reported.

Manufacturer narrative:
Serial #= n/a.